Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on anterior and crease flat. Leak test and microscopic analysis was performed which identified: a striated opening on anterior and crack valve. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. A cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.